Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis medapp was frozen on the initializing screen. Power was unplugged and then turned back on, but the issue was not resolved. As a result, the user was unable to provide medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the med application was stuck on initializing device manager. A technical support specialist (tss) dialed into the station and confirmed that the medapp was frozen on the same screen. The customer had already rebooted the station and logged back in. The tss confirmed that station back to cfn app with med app shown 'touch screen to begin'. Further checks showed a hardware failure, with the refrigerator device not detected on the bus. All drawers were functioning normally. However, the refrigerator door could not be opened. A new case was created to address the refrigerator hardware issue. The system functioned as intended after the technical support specialist investigated the device.